Manufacturer narrative:
This report is submitted on february 2, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the device, exposing part of the receiver/stimulator. It was also reported that the patient experienced an infection (specific date not reported) in the temporal region of the head and subsequently was treated with topical antibiotics (specific date and duration not reported). However, the issue did not resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 23, 2022.

Manufacturer narrative:
Additional information: the device was explanted (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on march 29, 2022.